Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported a large discrepancy between pre-operative plan and what the intraoperative aberrometer suggested. The surgeon went on to perform the next case and discovered that the aberrometer head was not locked into place. The lever was not clicked in all the way. New information was received from a clinical applications specialist. The left eye axial length was entered erroneously into the analyzer.

Manufacturer narrative:
The system was not examined by a company representative. There were several variables found by the customer that could have contributed to the reported event. The variables listed were not ensuring aberrometer was correctly locked into place, entering of incorrect patient data, and control of surgical/clinical variables during capture. All were considered unrelated to device conformity. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of this reported event can be attributed to various factors including not ensuring aberrometer correctly locking into place, entering of incorrect patient data and control of surgical/clinical variables during capture. All are unrelated to device conformity. The manufacturer internal reference number is: (B)(4).